Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. There were 2 additional sensors reported ( i.e. (B)(6), (B)(6)) and they have been captured under this submission. This is 1 of 2 submissions. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer reported that free style libre plus sensors were reading low when compared to their finger prick glucose results. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Two of the customer sensors were reading wrong results. When customer entered their new serial number it had indicated that it was not bad. The customer had changed their sensor and downloaded the app and the problem persisted. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; and was successful. There was no report of an adverse event or third-party intervention related to this issue. Based on the information provided, there was no report of serious injury associated with this event.